Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The field service engineer reported that the system locked up repeatedly during an installation of a demonstration system. No patient serious injury or death was reported related to this event.